Manufacturer narrative:
Patient's date of birth was unintendedly excluded in the initial report. This report contains missing information.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced stimulation on one side. In turn, the patient underwent surgical intervention (B)(6) 2019 wherein the lead was relocated to t8 which resolved the issue.